Event description:
It was reported that during a repair of collateral ligament, the anchor of the twinfix was found fractured inside the patient. All pieces were removed. The procedure was completed without significant delay using a back-up device in an additional bone hole. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One 72200755 twinfix ti 5.0 suture anchor used in treatment, was returned for evaluation. The device was returned with its inserter, tainted loosed suture and a damaged anchor. The proximal anchor head area was visibly gouged, with thread edges missing. It was twisted and chewed up at the head. The condition indicated forceful contact with a device or other instrument. Symptoms are aligned with a difficult attempted use. Successful implantation requires following the recommended site prep recommendations. Instructions for use includes technique driven specific instructions: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Breakage of suture anchor can occur if predrilling is not performed prior to implantation. Excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the anchor size, drill hole size, and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the drill hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient's bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Using the appropriate smith and nephew drill bit and drill guide (each sold separately), prepare the anchor insertion site.¿ complaint history review indicated no similar allegations for the lot number reported. Batch review for the lot number reported, indicated no condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. Various quality checks are in place to ensure that the material of the device meets requirements defined and validated in the design process. No indications from the device show cause that the material was related to the reported failure. Root cause related to the manufacture of the device was not confirmed. Product met specifications upon release to distribution.